Event description:
Reporter indicated that for the past couple of weeks, the patient has had an increase in seizure activity. Device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. X-rays reviewed by physician did not reveal any obvious discontinuities in the ncp system. Exploratory surgery was performed the following month at which time the patient's original lead was connected to a new generator. Device diagnostic testing repeatedly resulted in high lead impedance readings, indicating a potential break in the patient's original lead. The patient's ncp system (both lead and generator) was replaced. The patient indicated to neurosurgeon's nurse that the original lead electrodes had come off of the nerve, causing the high impedance readings; however, investigation to date has been unable to confirm.